Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the reported deformed battery. Review of the device logs revealed battery inoperable alarms and power failure events. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported complaint was due to a defective internal battery. The battery defect is most likely due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a deformed internal battery. There was no patient injury reported as a result of this incident.